Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness and cough. There is no allegation of serious or permanent harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were not observed. The device was scrapped and the patient¿s complaint was not confirmed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.